Event description:
In 2002, the user facility's or personnel informed the distributor's marketing manager of the following: device catheter broke in two (2) pieces and distal portion traveled to pulmonary artey. Pt sent to another user facility for removal of device catheter tubing. Pt sent back to original user facility for removal of proximal portion and device.